Event description:
Rptr had implants placed for cosmetic purposes. The implants were replaced once bilaterally, and rptr claims she has had one breast implant surgery, beginning with the first implant surgery. She currently does not have breast implants. Rptr claims that bilaterally the implants: ruptured, had bleeding through the envelope, and were associated with a surgical area infection. Rptr had one close capsulotomy as treatment for one capsular contracture. Rptr claims to have been diagnosed with the following after implantation: brain lesions, anxiety &/or depression, organizational difficulty, lack of concentration, short-term memory loss, mood swings, procrastination, getting lost or confused, atypical multiple sclerosis like symptoms, reduced blood flow to brain, inflammation, elevated cholesterol or triglicerides, heat or cold sensitivities, raynaud's disease, chronic diarrhea &/or constipation, irritable bowel syndrome, substantial hair loss not connected with medications, frequent migraines/severe headaches, chemicals, connective tissue disease, atypical lupus, sjogren's syndrome, inflammation, swelling, pain/arthralgia, persistent joint stiffness, chronic unexplained muscle spasms, frozen shoulder, muscle pain & burning, muscle atrophy, fibromyalgia, unexplained rashes, sun sensitivity, unexplained severe itching, chronic insomnia, non-restorative sleep, chronic fatigue syndrome, long-term extreme fatigue, clumsiness/drop things, misjudges distance/run into objects. Md report states: the right silicone breast implant appears to have maintained its structural shape and elastomer integrity. Upon close examination the elastomer surface appears dry and devoid of any lustrous appearance. The silicone gel was transparent and colorless, but contained some precipitated particles. The nature of the precipitated particles noted above was not positively identified because to do so would have required damaging the elastomer membrane and ruining the structural integrity of the prosthetic device. Nevertheless, the precipitated particles appear similar to aggregates studies in other ruptured devices. Microscopic analysis of these particles reveals that they are cotton-like paracrystalline formations. These formations were found to be chemical rather than biological in origin. The left silicone breast implant, unlike its counterpart, was ruptured and silicone gel was externalized. The silicone gel was transparent, colorless, and did not contain any aggregated particles. The pathology section of this report reveals that cellular reactive changes occurred resulting in the formation of a fibroconnective tissue capsule. This capsule displays signs of chronic inflammation. It contains foreign bodies in tissue cells and fibers. The search revealed the presence of large amounts of silicone particles infiltrating the breast capsule tissue. The particles were observed coating the walls of the extracellular spaces between the tissue fibers and cell parenchyma. The enlarged prints illustrate the silicone particles in a bright off-white color that stands out against the tissue and background which are purple and blue, respectively. The presence and location of the silicone gel particles in these tissues indicate that they had migrated from a ruptured and/or bleeding implant. The breast tissue reacted to their presence by fragmenting the extruded silicone gel into microscopic particles and encapsulating them within fibrous tissue. These processes occurred over an extended period of time and did not result from any silicone leakage/rupture that may have occurred during surgery for their removal. Gross description: labeled as "right breast implant", this specimen came in a plastic container intact. There are no signs of bleeding or rupture. The silicone gel is colorless but some precipitate is noticed inside the gel. The implant contains 225cc of fluid. The implant weighs 228.7 grams and measures 12cm in diameter. Labeled as "left breast implant", this specimen came in a plastic container ruptured. The rupture point is 2cm in length and silicone gel can be seen protruding through the orifice. The gel is clear and no precipitate is noticed. The implant measures 12.5cm in diameter and weighs 226.2 grams. Operative report: this is a 52 year old white female who requested removal of her bilateral breast prostheses. This pt underwent silicone breast augmentation in 6/86 and now relates a history of joint pains and ringing in her ears since 3/92. At the time of initial consultation the possibility of replacing the implants with saline filled prostheses was discussed and her husband appeared to favor this. However, the pt was adamant that she wanted no implants at all and therefore it was mentioned that her breasts would be somewhat ptotic after the surgery. Surgical pathology consultation report: the specimen is received in the fresh state, labelled with the pt's name and accession number as "salivary gland biopsy", and consists of one irregular piece of pink, tan, and red soft tissue measuring 0.8x 0.7x 0.4cm. Entirely submitted. One cassette. The specimen is received in the fresh state, labelled with the pt's name and accession number as "right old breast prosthesis", consists of one semi-transparent synthetic breast implant containing the following numbers 225. The breast implant is intact and weighs 229 grams. No sections submitted. Gross only. The specimen is received in the fresh state, labelled with the pt's name and accession number as "right breast tissue capsule", consists of two irregular pieces of grey tan skin and subcutaneous membranous fatty tissue measuring 11.8 x 2.0 x 0.6cm. And 3.2 x 1.6 x 0.4cm. Representative sections submitted. One cassette. The specimen is received in the fresh state, labelled with the pt's name and accession number as "left breast capsule", and consists of one irregular fragment of pink, grey and red fibromembranous tissue measuring 3.7 x 2.2 x 0.6cm. Continued in b6.